Manufacturer narrative:
Approximate age of device - 2 years,11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a gastrointestinal bleed (gib) and was admitted on (B)(6) 2017. The patient received a transfusion of 3 units of packed red blood cells. The gib was confirmed through an esophagogastroduodenoscopy (egd) and argon plasma coagulation (apc) was performed. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.